Event description:
It was reported to depuy acromed that a doc rod construct was placed at levels c5-7. Two to four weeks postoperatively, x-ray revealed that the construct settle unevenly. According to the complaintant, the construct settled unevenly. According to the complaintant, the construct may have initially been implanted at an angle or was not properly tightened. A revision a surgery was required to remove the construct. The surgeon did not replace the construct because solid fusion had occurred. There were no other adverse consequences to the pt. Co is currently conducting an evaluation of the returned rod construct.

Event description:
Examination of the returned product revealed that the doc construct was in good condition. According to the complainant, the rod construct settled unevenly 2-4 weeks post-operatively. The complainant also reported that the construct could have initially been implanted unevenly. A surgery was required to remove the construct. Re-insturmentation was not performed because the pt had solid fusion. A dimensional analysis was performed on all of the returned parts and the construct conformed to specifications. A material assessment was performed and all conformed to the astm standards specific for each product. The exact cause of the event cannot be determined. The most likely cause of the event was an improper tightening sequence by the surgeon. The cross-connectors should be tightened immediately after placing the platform through the rods. It is possible that the surgoen tightened the cross-connectors to the platform at the end of the procedure. If the cross-connectors are tightened at the end of the procedure, the rods could move or bend, and become unstable. This could lead to slipping of the rods. Also, the complainant stated that the construct could have initially been implanted unevenly which could also contribute to the rods slipping.